Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking device is confirmed; however, the exact cause is unknown. One photograph of a powerloc was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient with a small amount of a clear liquid on top of the needle housing. No details of the leak could be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient was admitted to our hospital's emergency internal medicine department with an emergency diagnosis of lymphocytic leukemia. On (B)(6) 2025, at approximately 5:00 pm, after a nurse installed an implantable drug delivery device, leakage occurred at the butterfly wing during flushing and sealing of the tubing. A new single-use implantable drug delivery device catheter of the same specification and batch number was immediately replaced, and the patient's treatment proceeded smoothly. This incident required a second needle insertion, causing additional discomfort to the patient.